Event description:
This is filed to report device caught in the chords, device that caused damage and unintended movement. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a large flail. The first clip (20510r315) was implanted successfully. The mr was not reduced, so another clip was prepped for use. The second clip (20721r1094) was advanced in the patient below the valve. However, while positioning the clip, it had some interaction with the first implanted clip and the physician got caught in the chords. The decision was made to come above the valve and re-position. The physician struggled to come above the valve and made many attempts and movements to retract the device. Subsequently the clip ¿jumped¿ above the valve and caused the implanted clip to become a single leaflet device attachment (slda). The second clip was then deployed lateral to the first clip. A third clip was successfully implanted to further reduce mr and stabilize the slda clip. The procedure was complete with a final mr grade of 3-4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in event is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult to remove (anatomy, clip caught in chordae) was due to procedural circumstances during clip positioning. The reported device damaged by another device (caused damage) appears to be related to the unintended movement during retraction of the second clip. The reported unintended movement was related to the attempt to free an entrapped clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.